Manufacturer narrative:
Date sent to the FDA: 9/16/2021.

Manufacturer narrative:
Date sent to the FDA: 11/16/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted that there was a little fluid present which was straw colored. There was some incarcerated omentum. It was incarcerated in what looked like some previous mesh and this had to be carefully dissected . It was dissected back about 4 or 5 cm on each of the fascial edges around this and trimmed off the sac. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate file. No additional information was provided.